Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets cannula kinked events on 30-oct-2024. Event occurred within 3 hours after insertion. The insertion site was at thigh. Infusion sets were used for less than 1 day. Blood glucose level was diplayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.